Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's also had blood glucose level of 400 mg/dl at the time of incident and treated with syringe. The customer declined troubleshooting on insulin pump for high blood glucose. It was reported that they also received multiple sensor error alarms. The insulin pump will not be returned for analysis.